Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred on 25 units, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-oct-2025. Investigation summary: bd received one photo and 10 samples for investigation. The customer-provided photo displays the device packaging but does not show the reported defect. Functional testing was conducted on the 10 returned samples along with 30 retained samples. 3 samples and 2 retain samples failed testing for sleeve function. All samples and retains passed retraction lock out testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. A review of complaint history for the material and lot number revealed an increase in sleeve function and leakage complaints. Bd initiated further root cause investigation relating to the issue of sleeve function and leakage through corrective and preventive actions. The root cause was attributed to an out of specification error. Due to the trend, additional corrective actions were initiated to strengthen the process including reinforcement training and process improvements to support ongoing control and documentation accuracy. A 90 day review of production inspections was completed with no errors. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred on 25 units, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.